Event description:
It was reported that a leak was observed between the clave and the extension set. Reporter stated that a white powdery residue had been observed on the pouch and the pump. The pump had already been stopped during a previous call. The event occurred while in use with a patient at the patient's home. No patient harm/adverse event was reported.

Manufacturer narrative:
The device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause.